Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies and it met specification.

Manufacturer narrative:
Concomitant product: product ID 8731, lot # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regards to a patient in france and was being treated with lioresal intrathecal (2000 mcg/ml; 700 mcg/day). It was not known if the patient was being treated with any other medication at the time of the event. The patient¿s history was also unknown. The patient¿s diagnosis for use of the infusion system was paraplegia. The implant date was reported as an approximate date of implant of the pump. On approximately, (B)(6) 2014, a progressive dysfunction of the pump was observed. In (B)(6) 2014, opacification of the catheter showed no anomaly. In (B)(6) 2015, opacification of the catheter showed blockage from the distribution of the solution into the catheter and a pump dysfunction was suspected. On (B)(6) 2015, replacement of the patient¿s pump occurred. During the procedure, fibrosis around the connection between the pump and catheter was observed; the catheter was ¿kinged¿ in the fibrosis. The catheter permeability was checked, and there was no issue with the catheter. The catheter remained in place and the pump was replaced. The representative further provided the catheter was an "8731sn" and it was implanted in 2003. The serial was requested but not provided. Additional information was requested to clarify if the patient experienced any symptoms related to this event, "kinged" clarification, catheter specifics sutured/sutureless and the location of fibrosis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional correction number: z-1576-2013.

Event description:
The representative later confirmed the catheter as an 8731sc. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.